Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has been returned to the manufacturer but not yet evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the device to power on. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device was found to power on and function as designed.